Manufacturer narrative:
It was confirmed that the scope was crushed by ift and the cable was worn out, and it was repaired. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
External brown deposition on endoscope video tube. Scope is now in the service pmb (ift crushed / lg cable worn out). This event occurred at the time of reprocessing. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.